Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the vitrectomy probe had low cutting and aspiration efficiency when the maximum negative pressure was reached during the vitrectomy surgery. The surgery was completed on same day by replacing the product. There was no patient impact.